Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath soft gray tip had been perforated proximal to the distal tip; no dilator tip damage was noted. The returned dilator was inserted into the sheath; however, the dilator could not be advanced past the aforementioned damage to the sheath. Additional investigation revealed the dilator tip was noted to be blunted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation procedure, resistance was noted when inserting the non-abbott transseptal needle. The introducer was removed from the patient and the dilator was noted to be torn at the tip by the non-abbott transseptal needle. The physician believed that no material detached in the patient, but was not able to completely confirm. Echocardiogram in addition to fluoroscopy were used during the procedure and nothing was seen. The introducer was exchanged to resolve the issue. There were no adverse consequences to the patient.